Manufacturer narrative:
New information received on march 2, 2026, indicated that during one of the two reported emergency events on (B)(6) 2026, the patient was not transported to the emergency room, as emergency responders presented to the patient¿s home. It could not be confirmed whether the patient was wearing the omnipod product prior to the (B)(6) event, nor whether the reported blood glucose level of 22 mg/dl and the associated emergency treatment were related to the (B)(6) incident or to the (B)(6) incident, during which the patient was reportedly not wearing a pod. No additional information could be obtained despite multiple follow-up attempts.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced a hypoglycemic event that required transport to the emergency room (ER). It is unclear whether the patient was wearing a pod at the time of this event. Out of an abundance of caution, this event is being reported pending clarification regarding pod use on (B)(6). Following this visit, emergency room staff reportedly advised the patient to temporarily discontinue pod use and transition to novolog pens until follow-up with their healthcare provider. It was further noted that the patient presented to the emergency room again on (B)(6) 2026, for another hypoglycemic event while not wearing the omnipod system. The following information was provided by the patient; however, it is unclear whether these details correspond to the (B)(6) 2026 emergency room visit: the patient¿s blood glucose level was reported to be 22 mg/dl, and the patient¿s wife found them experiencing severe hypoglycemia and contacted emergency services. The patient was transported to the emergency room, treated with a dextrose drip along with protein and carbohydrates, and was discharged the same day. Additional information has been requested to clarify pod use and treatment details on (B)(6). A supplemental report will be submitted if received.